Event description:
Device report from colombia reports an event as follows: device was received as a blind unit from colombia on january 19th. There is no allegation reported against the device. No further information is available. This report is for a 1.3mm screwdriver blade with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: e3: initial reporter is a synthes employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part:314.411. Lot:9947632. Manufacturing site: 28 jun 2016. Supplier:na. Release to warehouse date:(B)(6) 2018. Expiration date: na . The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the scrdrivershaft 1.3 crucif w/hold-sleeve had one of the prongs of the collet broken, fragment was not returned, another prong was bent outwards. The device was received with the retaining sleeve misassembled. A dimensional inspection for the scrdrivershaft 1.3 crucif w/hold-sleeve was unable to be performed due to post manufacturing damage. The breakage condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the scrdrivershaft 1.3 crucif w/hold-sleeve. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.